Manufacturer narrative:
The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the pt advised that while he was at home, he dropped his primary freedom driver from about 20-30 cm; the driver did not exhibit an alarm but the fill volume changed. The customer also reported that the pt came to the hosp, and the driver fill volume was about 70 ml and the cardiac output was greater than 8 1pm. The customer also reported the pt had no edema or weight gain. The pt was switched to the backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the freedom driver from performing its life-sustaining functions. Although the pt dropped the driver, the driver continued to provide support to the pt until he was switched to the backup driver.